Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving adequate relief from their drg system. It was found that the l3 lead had all high impedances. In turn, surgical intervention was undertaken wherein the l3 lead was explanted and replaced with 2 new leads at s1. Postoperatively, the patient has effective therapy.